Event description:
The facility reported a flo-gard infusion pump with failure code 66; this condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code 66 was confirmed during product evaluation. This condition was caused by the depleted main battery. The main battery was replaced to correct the reported condition. A follow-up report will be filed if any additional details become available.